Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email by a health care professional that the customer received emergency medical assistance due to severe low blood glucose with unknown blood glucose levels at the time of the incident. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. The reporting party stated that the customer's pump delivered a bolus for the carbs he had entered when he was disoriented. The health care professional was suggesting a pump feature to prevent bolusing when glucose levels are low. Troubleshooting was not completed and no further details were provided. The insulin pump will not be returned for analysis.